Event description:
The complainant reported a 72-year-old female patient presenting for post-op cardiothoracic surgery. During impella support, it was noted that the patient experienced an access site bleed. To treat the bleed, additional skin sutures were placed and two units of packed red blood cells were transfused. Impella support continued throughout the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01638 was provided.

Event description:
Additional information provided indicated the 23 fr peel away sheath was found to be cracked inside the right femoral vein. In addition, it was noted the family withdrew care and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.